Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies to address the issue and ultimately reverted to an alternate for of insulin delivery. Customers blood glucose was 542 mg/dl. Elevated blood glucose was addressed by manual insulin injection and bolus via the pump.